Event description:
It was reported that there was an issue with nx031k - vega ps femoral component cemented f5n r. According to the complaint description, the patient developed postoperative infection of unknown cause. The initial implantation occurred (B)(6) 2021; vega and columbus implants were used in an total knee arthroplasty (tka). A replacement and rivitation will be scheduled once the infection has subsided. A removal will take place on (B)(6) 2022. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nx130 / batch#: 52639092 / vega ps gliding surface t3/3+ 10mm; nn570k / batch#: 51912952 / columbus tib. Hemi-spacer t3/3+ 8mm rm/ll; nn475k / batch#: 52622697 / columbus cra/psa tib.plat.cemented t3.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Explanation and rationale: on the basis of the current information, it is not possible to determine the root cause of the mentioned infection. At this time we do not assume that the implants used are causal for the mentioned infection. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited.